Event description:
Stryker leg holder has abrasion on the top of the leg holder and the hospital is no longer able to sterilize it properly and spd requests a replacement. Case type: no associated procedure. Update: as per closed duplicate (B)(4): "as reported: "hospital requested a replacement mako knee holder boot due to damage. It is chipped/ delaminated." Spoke to rep. No. Associated procedure. No further information will be released by the hospital or surgeon.'.

Manufacturer narrative:
Reported event: stryker leg holder has abrasion on the top of the leg holder and the hospital is no longer able to sterilize it properly and spd requests a replacement. Case type: no associated procedure update: as per closed duplicate (B)(4): "as reported: "hospital requested a replacement mako knee holder boot due to damage. It is chipped/ delaminated." Spoke to rep. No associated procedure. No further information will be released by the hospital or surgeon.'. Product evaluation and results: visual inspection confirms the boot assembly has splintered along the edges of the boot. See attached image for visual confirmation. Product history review: review of the device history records cannot be conducted as the lot number is incorrect. Complaint history review: review of the complaint history records cannot be conducted as the lot number is incorrect. Conclusions: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure was confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Stryker leg holder has abrasion on the top of the leg holder and the hospital is no longer able to sterilize it properly and spd requests a replacement. Case type: no associated procedure. Update: as per closed duplicate pi (B)(4): "as reported: "hospital requested a replacement mako knee holder boot due to damage. It is chipped/ delaminated." Spoke to rep. No associated procedure. No further information will be released by the hospital or surgeon.'